Manufacturer narrative:
The product serial/lot number is unk, therefore a search of the same model of the catheter shipped to this hosp for a period of (B)(6) months prior to the date of event have been reviewed. The search indicated a total of 2 lots were sent to this hosp within that time frame. A review of the complaints database was performed for all identified lots and it revealed that out of the 2 lots, 2 complaints were reported for poor image. This type of failure is not related to the failure reported by this customer. (B)(4). The complaint device was not returned to the MFR so a device eval could not be performed. This case was reviewed by the MFR clinical affairs and the clinical assessment states that due to pt's age and the fact that the vasculature of tortuosity and the presence of calcium were reported, all are factors that contributed to the complexity of this aaa procedure. The catheter tip was manipulated in such a fashion between the sheath and the diseased vessel that it separated. The physician was fortunately able to snare the device from the artery successfully therefore, no surgical intervention was necessary. However, the separation of the catheter and the disease within the internal iliac vessel worsened due to the existing disease and the procedure. The pt remained in the ICU and it is unk of any other adverse events. The physician did not save or provide any ivus images. Unfortunately, the catheter was used in a severely calcified and tortuous aorta, and based on the reported info, a combination of disease and potentially some degree of force on the catheter contributed to the event. The catheter provided useful ivus images for accurate aortic measurements and the separation occurred near the conclusion of the procedure. The IFU precaution states that this device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. Do not cut, crease, knot, or otherwise damage the catheter. The catheter and or guide wire should not be advanced if resistance is encountered. The catheter and or guide wire should never be forcibly pushed into a vessel. The catheter should never be forced without a guide wire into a vessel. A catheter should never be inserted into a vessel that is narrower than the catheter profile. Anytime that resistance is encountered, the catheter should be withdrawn under fluoroscopic guidance. In some instances, the entire system must be removed over a guide wire at the same time. No further action is required.

Event description:
It was reported that a female pt in her "(B)(6)" and about (B)(6) (according to the scrub tech.) Had undergone an abdominal aortic aneurysm (aaa) repair. It was a femoral access through a "very tortuous" and "diseased" sfa and iliac. A stent graft device was also used during the procedure. Following use of the catheter, the catheter was being pulled out of the sheath (size 16f) when it became "caught" due to, according to the report what appeared to be, the "angle at which the sheath was at and the plaque that was just adjacent to it". The physician pulled the catheter and noticed that the tip was "sheared". A snare was then guided up via the wire and the entire device was removed. During the post-angio run, it was noted that the internal iliac was compromised, but was "very diseased" prior to the procedure. No add'l concerns were noted and the aaa procedure was deemed a success, even with the 20-30 minute delay to utilize the snare. The procedure took approx 3 hours and almost an hour to retrieve the catheter. The pt was still in the unit as of (B)(6) 2011. It was not known whether the pt have any pre-existing conditions or anomalies other than what is included in the event description. The surgeon is a very experienced user of the MFR's catheter and indicated that the catheter is not to be blamed and attributes this incident to the pt's disease, vessel tortuosity and the angle of the sheath within the vessel that created the resistance and subsequent "shearing". The physician did not save or provided any ivus images. The catheter was thrown out but it was photographed by a rep of the company that supplied the stent graft used during the procedure. This same rep was present during the procedure and conveyed to the MFR account mgr (for the catheter) the details of the procedure and the description given was very similar to what the physician had explained to MFR account mgr. Add'l info received on (B)(6) 2011, reported that the pt was discharged without any add'l issues or complications related to the procedure.